Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was unable to register the patient. The tracker cad model was showing as the old style tracker and then disappeared. The trace points were collecting off the 3d model. The site aborted navigation. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
A software investigation was initiated. It was determined that based on the reported information the software investigation was inconclusive. If information is provided in the future, a supplemental report will be issued.